Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker device experienced atrial flutter burden and was probably the reason the battery was depleting quicker than the usual. In addition, the pacemaker device had a high rate atrial sensing at an average rate of two hundred twenty eight beats per minute which can cause an increase in power consumption. The pacemaker device remains in service. No adverse patient effects were reported.